Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump were explanted and a new ipp left cylinder and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.